Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right unknown mentor saline device. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round high profile 300cc saline breast implants which the left side deflated after implantation. The issue was confirmed during the physical examination. As a result patient scheduled for explantation on (B)(6) 2018.

Manufacturer narrative:
New information on 6/6/2018, indicated that the patient cant afford the surgery, and if the patient changed her mind mentor will update the information accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/6/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 4, 2021 indicated that the patient had the device removed on (B)(6) 2021. The initial reporter updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 10, 2022 indicated that the removal was done on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination. Visual analysis of the returned sample revealed that the sm hps dv 330cc breast implant had a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and a tear on the anterior view was observed, near the valve system. A microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received, the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).